Event description:
It was reported that there was a lead warning due to varying impedance on the right ventricular (rv) lead. There was a question about exposure to electro-magnetic interference (emi). It was also reported that the patient had grown since the lead was implanted. About six weeks later, the rv lead was explanted and replaced due to multiple unwanted polarity switches and an insulation breach noticed by the physician on a chest xray. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the distal conductor was cut, there was blood/body fluid on the proximal conductor (not obstructed), the proximal conductor was fractured due to overstress, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.